Event description:
A male patient contacted lifecor customer support reporting that he was having trouble downloading from his home. He also reported that the manual recording that he initiated stated the date was 2000. Support sent the patient a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem was confirmed. The cause of the monitor not downloading was a blown fuse on the transition board that prevented communication. The fuse was replaced and the monitor passed all functional tests. The monitor was restocked. The root cause of the blown fuse cannot be positively identified. When the device was received there was a loose mounting nut. This caused the board to also be loose, which may have caused the blown fuse. No adverse event resulted from the damaged monitor. The patient received a replacement monitor.